Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and the insulin pump alleging possible pump over delivery. The customer blood glucose level was 39 mg/dl at the time of incident. The customer reported other blood glucose level were 35 mg/dl, 30 mg/dl and 16 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with orange juice. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be but reservoir will not be returned for analysis. Frn-unk-rsvr, unomed set.